Event description:
Patient allegedly received an implant on (B)(6) 2014. Patient is alleging vena cava perforation and tilt. Patient further alleges "numbness in extremities vision impairment or loss back pain internal discomfort." Per computed tomography report, "a tent-shaped inferior vena cava filter is in place with the top located 2.2cm from the lower margin of the right renal vein (lowest vein). The left renal vein junction with ivc is above the level of the head of the filter." "Filter tilt: the filter axis is angled by 12 degrees in the coronal plane by 19 degrees." "Filter struts: there are eight central, and four thick peripheral struts." "Central struts: strut1: posterior in location abutting a right renal vessel branch medially. There is no evidence of perforation. "Strut2: left posterior lateral is slightly perforating the ivc wall." "Strut3: left anterolateral is tenting the ivc wall." "Strut4: anterior is tenting the ivc wall." "Strut5: right anterior is tenting the ivc wall." "Strut6: right lateral is perforating the ivc wall." Strut7: right posterior lateral is perforating the ivc wall and is penetrating the wall of the second portion of the duodenum." "Strut8: right posterior lateral is perforating the ivc wall and is penetrating the right renal vein superiorly." "Thick peripheral struts: strut1: posterior perforates the ivc wall and is surrounded by fat." "Strut2: left lateral is broken in its mid course. Distal fragment is mostly embedded within l3 vertebral body anterior margin in the cortex." Strut3: anterior perforates the ivc wall and is penetrating the third duodenal portion." "Strut4: right lateral perforates the ivc wall and is penetrating and the second duodenal portion." "Small radiopaque fragments are visualized at the expected location of the left gonadal vein may represent fractured filter fragments. The inferior vena cava is decreased in caliber below the level of the filter. The common iliac veins caliber is within normal limits. This has a normal caliber above the level of the ivc filter."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, organ/vena cava perforation, embedded, stenosis, tilt, numbness in extremities, vision impairment or loss, back pain, internal discomfort. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported numbness in extremities, vision impairment or loss, back pain, and internal discomfort are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter in 2014, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.